Event description:
It was reported that shaft break occurred. Vascular access as obtained via the right femoral artery. The target lesion was located in the right coronary artery. A 32x3.00mm promus elite drug-eluting stent was advanced for treatment. However, it was observed that the shaft could not pass smoothly and fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.